Manufacturer narrative:
The reagent lot number was 760433. The expiration date was not provided. General reagent issues were excluded as the correct result was obtained with the same reagent. The investigation is ongoing.

Event description:
There was an allegation of a questionable low cholesterol result from the cobas c 503 analytical unit. The initial result was 1.23 mmol/l. The repeat result from another analyzer was 5.05 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer found the main water pressure was outside of specifications. The analyzer alarm trace showed multiple abnormal aspiration alarms, sample short alarms, and sample pipettor alarms. These alarms indicate an issue with sample quality. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.